Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6) 2016 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml infumorph at a dose of 3.998 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the rep was inquiring about injecting thrombolytic agent (tpa) in to the drug infusion system to break up blood clots. The rep reported that at a refill 3 months ago blood tracked in to the pump during the refill. The rep was inquiring if blood went from the reservoir through the pump in to the catheter. 24 hours after the last refill 4 months ago the patient was losing efficacy so a catheter dye study was done on (B)(6) 2017. The hcp aspirated fluid for almost the volume of the catheter (0.2 ml of drug out then a "darkish maroon fluid of 0.3 ml") and then the catheter stopped flowing. The rep stated it looked like blood being aspirated back when it should have been cerebrospinal fluid (csf). The rep stated that when they aspirated the fluid from the reservoir today, the drug looked normal but cloudy and no blood/red maroon color fluid was found there. An MRI was done today and the results were normal and "everything was as expected" per the rep. The hcp sent the specimen (red blood cells and the drug) to be tested. The patient also had patient activated (pa) bolusing per the rep. The rep inquired about the next steps and how to ligate a catheter. The patient was not on any blood thinners and per the hcp the patient was diagnosed as anemic 2 weeks ago so iron shots could be done for that. The rep did not know what the patient's hemoglobin was.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-may-05. It was reported that the catheter that was partially explanted was disposed of by the hospital so it would not be returned for analysis.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2017-may-04. It was reported that as an action/intervention to the catheter not flowing a dye study was done on (B)(6) 2017 and a catheter revision on (B)(6) 2017. The cause of the catheter not flowing was not determined. The catheter not flowing was resolved as the patient had a catheter revision on (B)(6) 2017 and the old catheter was tied off due to no flow and replaced.